Manufacturer narrative:
The device was returned to the manufacturer with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance and cleaning required. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The complaint was likely caused by wear and tear. The definite root cause could not be reliably determined.

Event description:
An account manager reported on behalf of the customer that an a3059 mayfield composite series skull clamp locking mechanism felt loose; the device does not lock correctly. Date of the incident was unknown. Additional information was received on (B)(6) 2019 indicating that there was no patient contact, injury or delay in surgery.